Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 79-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During support, the physician encountered persistent suction alarms, even when in auto mode. The aortic and left ventricular waveforms were disassociated. Multiple attempts at repositioning were made, but the waveforms continued to appear abnormal. The physician later reported feeling a ¿kink¿ while advancing the impella and noted a loss of pushability. Despite repositioning and fluid administration, the pump did not flow properly, and the patient did not have right-sided failure. The impella cp device was exchanged for another impella cp without any observed impact on the patient¿s hemodynamic status. The patient survived to explant. A second impella cp was placed with reportedly optimal positioning and appropriate waveforms. However, following exchange of the peel-away sheath for a repositioning sheath, a right femoral access site hematoma was identified after drape removal. Manual compression and femoral compression device (femstop) were unsuccessful in achieving hemostasis, leading to removal of the impella device. Vascular closure with perclose was performed, after which the limb became cold, necessitating surgical cutdown; the vascular surgeon attributed the complication to the closure device rather than the impella system. The patient survived following device removals. The device was complicated by access site bleeding and limb ischemia, which is unlikely related to the impella device and more likely due to vascular closure device.